Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective motor control board. The technician replaced the board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective board was requested to livanova deutschland for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump stopped and displayed an error message during procedure. There was no report of patient injury.

Manufacturer narrative:
The defective board was returned for further investigation to livanova (B)(4). During intense testing it was not possible to reproduce or to confirm the reported issue. The board worked according to the specification. However during the evaluation of the serial readout it was possible to confirm the reported issue. But as the reported issue could not be reproduced with the returned board no root cause could be determined.